Event description:
It is reported, syr 10ml pump compatible saline 10ml, plungers are ¿sticky¿/higher friction, not allowing to infuse medications via the syringe pumps. No patient harm.

Manufacturer narrative:
B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. G.4. Additional 510k: k003553.

Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported that the plungers exhibited elevated friction, preventing medication infusion via syringe pumps. To support the investigation, two empty samples were received by the quality team, no flow-wrap packaging was provided. A visual inspection was performed, and no defects or abnormalities were observed. The samples were subsequently evaluated for sustaining force, defined as the force applied to the plunger rod during downward travel while expelling solution, and all results met specification requirements. A device history record review was completed for material number 306547, lot 5295412. This review did not identify any in process or final inspection issues that could have contributed to the reported condition, and no related quality notifications were identified. All manufacturing processes and final inspections for this lot were performed in accordance with applicable specifications. Based on the investigation and returned sample analysis, the customer reported condition could not be confirmed.